Event description:
The pt was undergoing a thrombolysis treatment of the distal basilar artery. As the physician manipulated the guidewire to dissolve a thrombus, the guidewire became stuck in a narrow perforator artery. Since the perforator artery was weak, physician decided to torque and detached the guidewire. Approx 4 cm of the distal end of the guidewire remained in the perforator artery and the proximal end was removed from the pt's body. The thrombolysis treatment was successfully completed. Due to the weakness of the artery, no attempt to retrieve the fragment was performed. The pt had no complications and has been administered biaspirin for thromboprophylaxis.